Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced damaged/defective tubing which was noted during use. The following information was provided by the initial reporter: the tubing was cracked.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit without the original packaging from an unknown lot number. Two photographs were submitted which displayed the used unit partially covered by a band-aid and the second photograph was of the tubing on one end of the device. Microscopic inspection of the tubing revealed the damage. A leak test was performed by connecting the adapter end and blowing air through the tubing. This revealed that leakage did occur at the point of damage. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to a damaged pallet. The tubing was pinched between the gripper fingers and the pallet. H3 other text : see h.10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced damaged/defective tubing which was noted during use. The following information was provided by the initial reporter: the tubing was cracked.